Event description:
Procedure: lower anterior resection. Patient sex: unk. According to the reporter: during an operation by the colorectal team, the surgeon fired 3 loading units below the sigmoid colon. However, the problem occurred when firing the forth loading unit. The loading unit could only partially fired and then it jammed. The surgeon suspected there might be too many staples in the site, therefore preventing the stapler to cut through the tissue. The surgeon then used a metal clip and resected to finish the surgery. In total the case was delayed approximately one hour. No bleeding or fluid leakage as a result of this.